Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and ketones; bg value not provided. Ketone level identified as life threatening by healthcare provider; cause of bg not known. It was reported that in (B)(6) 2024, the customer felt "physically ill" and the customer's parents transported them to the emergency room and they were subsequently hospitalized; however the customer could not recall the exact date. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day with the issue resolved and no permanent damage; however the customer could not recall the specific date. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.